Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic kidney stone procedure, the equipment shut down after finishing the first kidney. When they were between the bilateral surgery and the equipment shut down and smoke from behind shows up. There were no reports of patient harm.